Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high impedance was noted due to a suspected pulse generator malfunction. The pocket was reopened and the device was explanted. There were no adverse consequences to the patient.